Manufacturer narrative:
According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak and aneurysm rupture.

Event description:
The following information was reported to gore. On (B)(6) 2020, a patient who had undergone prior descending aortic rupture treatment with subsequent aortoesophageal fistula development underwent treatment of a ruptured pseudoaneurysm related to a non-gore device anastomotic site. The pseudoaneurysm was treated by placing an additional stent graft (tgmr404020j/21176167). On (B)(6) 2020, the pseudoaneurysm ruptured again due to a distal type I endoleak. The endoleak and ruptured pseudoaneurysm were treated by means of an additional stent graft. The patient tolerated the procedure. Reportedly, the distal sealing became diminished due to the disease progression, causing the endoleak.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for thye device verified the lot met all pre-release specifications.